Event description:
Instrument failure, the glenoid four hole drill guide set screw sheared off when loosened; threaded portion is still in the implanted baseplate of the pt. The screw was then disposed of and the threads were left in the implant, with the remainder is scheduled to be returned to djo surgical. If the pt is in need of a revision, a normal procedure of glenosphere removal will not work in this case.

Manufacturer narrative:
The reason for this instrument failure was the thumb screw of the 4.0 mm reverse shoulder prosthesis baseplate drill guide and locking screw had a complete fracture of its shaft, resulting in a loss of function of the instrument. The distal threaded section had broken off and remained lodged in the implanted rsp baseplate. There was no delay in surgery and another suitable device was available for use. The surgery was completed as intended and the drill guide was returned to djo surgical for examination. The broken portion of the thumb screw was not returned and a fraction of the thumb screw remained lodged in the baseplate and was left in the patient. The drill guide was examined and in good condition. The central cavity for the thumb screw was measured and was within tolerance. The broken fragment of the thumb screw was manufactured from stainless steel which is qualified for medical use, but not long term implantation. (B)(4). A review of the product complaint report history shows this is the 20th complaint for this part number: 17 due to damaged, broken or missing thumb screws, four due to a fraction of the broken screw became lodged in the baseplate and it was subsequently implanted in the patient. It is the discretion of the surgeon to weigh the risks of implanting a fractured, but captured, screw versus taking additional time with the patient under anesthesia and with an exposed surgical site to retrieve the screw, or remove and replace the rsp baseplate with a back up device. Containment is being managed by CAPA (B)(4). The root cause for the instrument failure was most likely due to causes of the failure were an excessive load or torque, coupled with a design that can be vulnerable to damage under high or repeated material stress conditions.